Event description:
It was reported that the device was used during an unknown procedure, the device displayed error code 5 during the pre test and would not activate. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned with the tissue pad missing. The device was tested on a generator and found to be functional; it completed the initial test successfully and no error code 5 was noted. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.